Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery at l1 due to compression fracture. Intra-op, tip of the curette broke. No fragments of the product were remained inside the patient. No patient symptoms or complications were reported due to this event.

Manufacturer narrative:
Additional information: product analysis result: visual functional visual and functional inspection confirmed the distal tip of the instrument has been broken. The tip will no longer pivot when the handle is pulled. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.